Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events on (B)(6) 2026. Transient low flow hazard alarms were captured, which were associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow, and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having continuous low flow alarms. A computed tomography (CT) scan was performed to rule out any obstruction of the outflow graft and the inflow cannula. A transesophageal echocardiogram (tee) was completed on (B)(6) 2026 to rule out right ventricular failure. The patient was asymptomatic during the low flow alarms and were consuming adequate fluid intake. The patient's map's run from 110s prior to morning medications given then drop down to 60s-70s after the medications were given. The log files were submitted for review. The log files captured intermittent low flow events on (B)(6) 2026. The flows appeared to have fluctuated below the alarm threshold of 2.5 lpm during these events. The log files also contained low flow estimates as well as low flow hazard events when the calculated pulsatility index (pi) was elevated.